Event description:
It was reported that during a da vinci si sacrolpopexy with hysterectomy procedure the surgeon was using the prograsp forceps instrument to manipulate the uterus. The surgeon was lifting on the posterior aspect of the uterus. The prograsp forceps instrument started acting funny and a wire was visualized. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the pitch down cable was broken at the distal clevis hub. The cable segment that contained the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The other cables at the wrist were not damaged. Engineering also found various scratch/wear marks at the distal end of the main tube showing light material removal. The scratches were .050 - 1.25 in length. Some scratches were axially aligned with the tube, but most were not. Engineering concluded the damage was likely caused by mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.